Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement in the coronary has caused or contributed to pt injury previously. Device issue: failure to advance/stent dislodgement. It was reported that the stent dislodged from the stent delivery sys (sds) when resistance was noted trying to cross the ostial lesion of the rca. The stent was found in the pt's groin and was not retrieved, but left in the pt's groin. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-prod perf engineering reviewed the incident info. Potential causes of dislodgement, as observed in past incidents, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. A definitive root cause for the stent dislodgement in this case cannot be determined, as device analysis could not be performed. However, based on the case description, the reported stent dislodgement experienced during the procedure appears to be related to the operational context of the device.